Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shocks due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). Therapy did not convert rhythm. Device remains in service. No additional patient effects were reported.